Manufacturer narrative:
The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked the wire connections and reviewed logs. According to customer, the logs indicates gas delivery engine failure and it needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit pop up ventilator inoperable (vent inop) and the monitored waveform remains flat. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.